Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with 750cc fluid withdrawal shortly after procedure due to bad blood pressure. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The sensors were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and impedance issue reported remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with 750cc fluid withdrawal shortly after procedure due to bad blood pressure. Drain was left in place and yielded 200cc the following day. Patient was received anticoagulation during the procedure with acts maintained at more than 300 seconds. Patient was recovered and did not require extended hospitalization. Transseptal puncture performed with a st. Jude medical needle. Sheath used was a st. Jude medical sl1 8.5 french. Smartablate generator set on power control mode. Power and temperature values were not exceeded. During the procedure, there were multiple high impedance readings at the left superior pulmonary vein. Impedance values reported to exceed cut-off of 210 ohms. When impedance cut-off value was exceeded, the system did stop ablation. There were no error messages displayed on the carto 3 system or the smartablate generator.